Event description:
Patient's representative reported "wound healing disorder", "necrosis on the right nipple", "tension¿, rupture, "sings of decomposition on the shell", "no longer has a firm shell structure, but a smiling surface, i.e. Sticky, dissolved and partially cracked", "crack in the shell with silicone leakage", "faulty inhomogeneous surface structure", "feeling of tightness", "suffering from tension and feeling of hardening", "risk of developing cancer (breast implant associated anaplastic large cell lymphoma), breast implant illness, and asia syndrome", "lack of adequate risk disclosure regarding potential health issues", "leaked silicone in the tissue", "gel bleeding", concern's regarding the potential toxic and neurotoxic damage caused by components usually found in breast implants (e.g., cyclic siloxanes, platinum, pfas, toluene, aluminum, tin), "the implant caused an increase in the release of toxic substances into the patient's body", "long-term consequences", "need for scar correction" and "severely psychologically impaired". Legal representative's reported later "pain, silicone leakage, deformation, implant rupture, capsular contracture iii, sticky silicone in the implant bed, pectoral scarring and bridge flap surgery". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, d6a, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, malposition and capsular contracture, baker grade unknown.

Event description:
Patient's representative reported "wound healing disorder", "necrosis on the right nipple", "tension¿, rupture, "sings of decomposition on the shell", "no longer has a firm shell structure, but a smiling surface, i.e. Sticky, dissolved and partially cracked", "crack in the shell with silicone leakage", "faulty inhomogeneous surface structure", "feeling of tightness", "suffering from tension and feeling of hardening", "risk of developing cancer (breast implant associated anaplastic large cell lymphoma), breast implant illness, and asia syndrome", "lack of adequate risk disclosure regarding potential health issues", "leaked silicone in the tissue", "gel bleeding", concern's regarding the potential toxic and neurotoxic damage caused by components usually found in breast implants (e.g., cyclic siloxanes, platinum, pfas, toluene, aluminum, tin), "the implant caused an increase in the release of toxic substances into the patient's body", "long-term consequences", "need for scar correction" and "severely psychologically impaired". This record is for the right side. The device has been explanted.